Manufacturer narrative:
The device was not received by the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be identified.

Event description:
A regulatory affairs staff reported that after assembly and use instructions were duly followed, the liquid on a 202050 duraseal dural sealant system was not consolidated and flowed down after injecting on the patient. After "sucking in" the unconsolidated liquid, the surgeon used a new duraseal kit. Additional information was received on (B)(6) 2018 indicating that on (B)(6) 2018, the duraseal was used on a female patient during a cerebellum hemangioma procedure. The patient was anesthetized when the problem occurred. There was a delay of 10 minutes due to product problem.